Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. H6: event problem codes ¿ patient code: 1994 pain. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported a peri-implantitis in tooth site 21. The patient presented pain and discomfort when chewing with the prosthesis. When the prosthesis was lifted, the implant also came out. The process was not completed and an additional appoiment is required. Symptoms: infection and pain.